Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified. Review of the device log showed intermittent ac connection that is consistent with the reported event. Review of the log also showed the device loses ac power while monitoring a patient and subsequently powered off due to a low battery condition. The biomed reported to zoll that the ac connection was disconnected to the device and this is not a device malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.